Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flex vision pc failed to boot on an allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.